Event description:
Nurse clinical coordinator reports that pt had a hemolysis experience after completing two hours of treatment with the ca 210 dialyzer. Per routine, pt was given epogen 2700 units and calcijex 0.5mg intravenously. This was the seventeenth reuse of the dialyzer in which renalin was used as the sterilant. The clinical coordinator stated that the pt had been rinsing back well since their coumadin was discontinued three months prior to this event. The pt completed treatment with complaints of "just not feeling good", but was able to drive home. The pt began having complaints of cramping in their right calf, flushing, and dizziness. While at the foot doctor's office, pt was encouraged to go to urgent care, where pt was then transferred to the hospital due to a hemolytic event. Pt was placed in intensive care and rec'd 3 units of blood due to a low hematocrit (h/h: 5.0/15.0). In 2002, the pt had a neurological incident while still hospitalized. As of 5/2002, the pt's nephrologist reports that the pt is slowly recovering, but still has neurological deficits.